Event description:
The customer reported the system intermittently failed to produce fluoroscopic x-ray. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch was replaced. The system was then found to be operating as intended.